Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced withdrawal symptoms. A motor stall occurred on (B)(6) 2010 and motor stall recovery on (B)(6) 2010. The motor stall was not related to an MRI or any other environmental sources. The pt returned to the clinic in (B)(6) 2011 with underdose symptoms again. This time the pump logs were normal. The pump's critical alarm interval was changed to 10 minutes. They were discussing possible pump replacement due to the fact that the pump was 6 yrs old. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.